Event description:
Device issue: none. Adverse event: myocardial infarction. Time of device issue and adverse event: during the procedure. It was reported that during the procedure the graftmaster 3.5 x 19 stent would not cross to treat the perforation that was caused by a non abbott stent. Two additional graftmaster stents did cross and were deployed to seal the perforation. Reportedly, the pt had a myocardial infarction and remains in the hospital. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant info. The jostent graftmaster (part# 12745-12, lot# 581289) and jostent graftmaster (part # 12745-19, lot# unk), are being filed under separate medwatch MFR numbers.